Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The lvad system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of heart fa from refractory end-stage left ventricular heart failure. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. The lvad system is designed to assist a weakened, poorly functioning left ventricle. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was at home found down after a fall with left sided weakness, aphasia, and loss of consciousness. Emergency medical system was called and patient was transported to the hospital. It was stated that there were no device related issues and that the pump operated as expected and that there were no pump stoppages associated with the event. It was further stated that there were high watt alarms noted, however the alarm was not set appropriate to the required speed. On hospital admission the cerebral vascular accident (cva) protocol was initiated. The patient was alert and oriented upon arrival but with expressive aphasia, slurred speech, and left sided upper extremity weakness. A CT scan was performed and it revealed a right middle cerebral artery (rmca) thrombus, attempt was made in interventional radiology to remove the thrombus but was not successful. It was said that log files were sent to manufacturer for review. As of (B)(6) 2015, patient symptoms were markedly improved but patient was not back to baseline. On (B)(6) 2015 it was updated that the patient is hemiplegic and cannot swallow at this point. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
After review of additional information received sections have been updated accordingly. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.